Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Inspection of the blocker found that the inner hex is deformed. Hex shape is deformed and stripped. No relevant manufacturing issues were identified as all units met specifications. The root cause is deviation from the surgical technique as an inappropriate instrument was used for final tightening, causing excessive force applied to the implant.

Event description:
It was reported that; one cap was broken when doctor try to use tightener to insert and lock the cap

Event description:
It was reported that; one cap was broken when doctor try to use tightener to insert and lock the cap